Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to recurring incontinence as there was fluid loss from the balloon. A new 61-70cm artificial urinary sphincter balloon was implanted. Additional information received indicated the onset of the recurring incontinence prior to the revision surgery was (B)(6) 2017. The patient outcome was reported as the patient was immediately dry.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to recurring incontinence as there was fluid loss from the balloon. A new 61-70cm artificial urinary sphincter balloon was implanted.